Event description:
The customer reported the cc4204a collamer single piece lens was torn while loading, however, the surgeon did not discover the damage until the lens was advancing into the eye. The lens was cut and removed without any injury to the paitent . The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation results - visual inspection of the returned lens showed the lens was received in two pieces and part of the haptic was torn off. (B)(4).